Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Evaluation summary: ceramic cap - leakage-unspecified.

Event description:
It was reported the device longevity was less than expected. The device was replaced, due to premature battery depletion. No patient complications were reported as a result of this event .